Event description:
It was reported that the customer's usb cable was damaged with exposed wiring. Blood glucose level was 250 mg/dl. A replacement usb cable was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.